Event description:
Medtronic received a report that during delivery, a solitaire fr encountered resistance in the sheath of the catheter. After positioning the microcatheter (105-5082-145), the stent (sfr-6-30) was hydrated and prepared for delivery. However, it was found that the stent could not enter the tip of the microcatheter. Multiple attempts were unsuccessful, and the stent was eventually replaced with another brand, allowing the surgery to be successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ischemic stroke in the middle cerebral artery occlusion. It was noted the patient's vessel tortuosity was moderate. IV tpa was not contraindicated. There was 1 pass with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was resistance in the sheath and hub of the catheter. There was no damage to the catheter or soliatire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. Continuous saline lush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis within its introducer sheath, in a dispenser coil, in a sealed biohazard bag, and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker, and the marker coil was in good condition. The pusher wire was found to be kinked at ~43.0 cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts were kinked at the teardrop struts, and the pusher wire was kinked at the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 27 catheter against resistance. The root cause of the resistance could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous saline flush during delivery. In this event, the reported rebar 27 catheter was compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches, and a continuous saline flush was administered and maintained, ruling out an incompatible catheter and a lack of continuous saline flush during delivery as potential causes. Therefore, moderate vessel tortuosity, damaged catheter, failure to maintain the correct flush rate, or rhv being loose during delivery could have contributed to the resistance complaint. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.